Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify no delivery, low battery alarms or rewind anomaly due to unresponsive button. Device had scratched case. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the buttons were hard to press. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarm. Customer stated that the rewinding was louder. The insulin pump will not be returned for analysis.